Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that capture management measured low right ventricular (rv) thresholds. Variable thresholds and loss of capture were also noted on the rv lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that high thresholds were noted on the rv lead.